Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support and successfully assisted in resetting the pump. The customer was advised to continue using the pump and to contact technical support if the issue recurred, which the customer understood and acknowledged.